Manufacturer narrative:
(Initial reporter facility name): (B)(6) hospital. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the pull wire from the handle of the ultratome xl broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on june 14, 2022. During the procedure, the pull wire from the handle of the ultratome xl broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the wire was broken and kinked at the handle section. Per x-ray inspection, the photo revealed both the cannula and the wire were bent. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the wire was broken, and kinked at the handle section. Based on the condition of the device, the problem found could have been generated most likely due to handling and manipulation of the device during its use. Probably the kink at the proximal section could have caused some internal tension forces on the cutting wire during the handle actuation, affecting the overall performance of the device and which led to break the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.